Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact booting. Review of the log files shows a problem with the host pc memory (memory 3) confirming defective host pc. Upon troubleshooting, the philips field service engineer (fse) checked the system and found the host pc to be defective. To resolve the issue, fse replaced host pc and upgraded the software. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.